Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that infusion stopped flowing during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used posterior pak was visually inspected, and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rate displayed on the screen when the radio-frequency identification (rfid) connectors were attached to the console. The product was tested using the calibrated console. The product failed in priming and generated a system message code 3467. The left and right measured crystal signal strength for the sample was 20%. The cassette and manifold function did not met specification. The irrigation/infusion test could not be confirmed because of initial failure on the rsa value. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Analysis of the returned sample revealed that the customer¿s event is related to a low rsa value associated with the cassette. Dimensional features associated with the manufacturing process. Dimensional features associated with the manufacturing process appear to be the contributing factor in low rsa values. This complaint has been reviewed, and it is determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).